Manufacturer narrative:
Forward-firing of the side-firing surgical fiber; a code request has been submitted. Product evaluation: failure analysis for fiber (B)(4): the glass cap is fractured distal to glue zone; the glass cap distal part is detached and not returned; the fiber is fractured distal to glue zone at the beveled edge; the fiber distal part is detached and not returned; the heat shrink tube is severely melted. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 43257 joules of use, detachment of the fiber cap was noted. It was reported that the fiber cap was flushed out of the bladder. The procedure was completed with the use of a second fiber. "No patient injury" reported. Gland volume 50ml time expended 11:58 minutes